Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined that the cutter did not pass testing and the gear and bearing collar needed to be replaced; however, the repair was not completed because as the cutter cannot be fully repaired. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh taken from previously recovered cadaver skin. Product evaluation investigation found the cutter did not pass the cut test. No adverse events were reported as a result of this malfunction. No additional event information available.